Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form on the distal part of the device at 12 atmospheres upon third inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.